Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 538 mg/dl, at the time of incidence. Customer had headache. Customer just got the new insulin pump. Customer was advised not to use old insulin pump but customer did not stop using insulin pump due to issue. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.